Event description:
It was reported that about two weeks ago, an ami patient, full of clot, had a stent implanted successfully. However, the patient presented with some distal clot in the stent and it was treated with an angiojet and with a balloon catheter, as well as a balloon pump. Reportedly, the patient is doing better.